Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels between high 30s - 300 (mg/dl) and trace ketones during the last few weeks. Customer consumed juice to treat low bg levels and decreased their basal insulin rates. Subsequently, customer experienced elevated bg levels after making adjustments to the basal insulin rates. Customer administered boluses to treat the elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.